Event description:
The customer stated the system stopped mid-case. A system was borrowed from another facility. There was an hour to an hour and a half delay while the system was switched out to complete the case. There was no pt injury reported. Additional info from the customer stated they would not be completing the questionnaire as they have determined what the cause of the event was. The customer stated an electrical storm knocked out all the power in the operating room.

Manufacturer narrative:
The customer stated the power supply was affected and two fuses were blown. The customer did not request svc and ordered a power supply. The facility biomed dept replaced the power supply and the system is up and running. The power supply was received for in-house testing. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report mailed in to FDA on: 6/13/2008.